Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s new ilet could not pair to a dexcom g7 sensor while the prior ilet remained active; after powering off the old ilet and attempting sensor-type switch and magnet steps, pairing still failed, and a new sensor was started on the phone before the ilet connection was established and dosing resumed; the event was characterized as a sensor pairing failure to the ilet only, with troubleshooting and education completed, and the user administered subcutaneous fast-acting insulin via pen per guidance to disconnect from ilet for two hours. Symptoms included hyperglycemia with a reported peak blood glucose of 320 mg/dl for approximately two hours without severe sequelae. Outcomes included no health consequences or lasting impact. Investigation included troubleshooting of sensor pairing procedures and education on backup therapy and reconnection. Investigation of this case revealed a transient connectivity issue limited to ilet¿sensor pairing, which resolved after sensor replacement and re-pairing, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary pairing failure between the ilet and the dexcom g7 sensor.